Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that there is evidence of battery leakage on the battery spring and battery door contact. The front of the alarm case has damage to it. Unit did not power up. (B)(4).

Event description:
The customer reported the alarm has no power. This was discovered during set up, therefore, no pt contact or injury.